Event description:
The needle broke off and remained in the injection site, buttocks. When the mother gave injection to the pt, the pt moved the body. The broken needle was surgically removed with general anesthesia.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.